Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: lap. Cholecystectomy. Surgeons tried to remove the gallbladder (with a stone) with our "inzii 10mm retrieval system" through a ~13-14mm incision. The removal required a bit more effort, but no very significant force. The retrieval bag ripped at the tip. My customer told me about the problem in the past with different batches. Unfortunately they never kept the damaged products and couldn't name the batch. Additional information received from sales representative by email on (B)(6) 2019: the specimen stuck between the incision and was removed separately after bag breakage. The bag did not fragment. They used c6001 carefully to suction the bile fluid within the gallbladder. They did not break through the retrieval bag. Incision was being enlarged with a scalpel before they tried to remove the bag. They used a "[competitor] retractor" to keep the incision open. Patient status: no patient injury. Type of intervention: they used c6001 carefully to suction the bile fluid within the gallbladder. Incision was being enlarged with a scalpel before they tried to remove the bag. They used a "[competitor] retractor" to keep the incision open.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation without the actuator. The tip of the tissue bag was broken and stretching was observed around the break. Based on the condition of the returned unit and the description of the event, it is likely that the bag broke because the extraction site was not properly sized for the specimen that was removed. The instructions for use (IFU) states that "if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.

Event description:
Procedure performed: lap. Cholecystectomy. Surgeons tried to remove the gallbladder (with a stone) with our "inzii 10mm retrieval system" through a ~13-14mm incision. The removal required a bit more effort, but no very significant force. The retrieval bag ripped at the tip. My customer told me about the problem in the past with different batches. Unfortunately they never kept the damaged products and couldn't name the batch. Additional information received from sales representative by email on 03jun2019: the specimen stuck between the incision and was removed separately after bag breakage. The bag did not fragment. They used c6001 carefully to suction the bile fluid within the gallbladder. They did not break through the retrieval bag. Incision was being enlarged with a scalpel before they tried to remove the bag. They used a "[competitor] retractor" to keep the incision open. Patient status: no patient injury. Type of intervention: they used c6001 carefully to suction the bile fluid within the gallbladder. Incision was being enlarged with a scalpel before they tried to remove the bag. They used a "[competitor] retractor" to keep the incision open.